Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of valvular structures [e.g. Injury to the mitral valve/ apparatus] is a known potential complication associated with the tavr procedure. Chordae tendinae rupture in tavr can occur during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases intervention may not be required; however, if the rupture is significant it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. Physicians are extensively trained by edwards before they are qualified to use the sapien xt transcatheter heart valve (thv). Training includes proper guidewire positioning, and careful manipulation of devices. Per the thv ta training manuals, after gaining lv access with the 0.035¿ soft guidewire, the wire should be jiggled under tee imaging of the mitral valve. An increase in mr suggests wire entanglement in the mitral sub-valvular apparatus. If entanglement is suspected, the guidewire should be completely removed from the ventricle; the operator should change direction of the needle and reinsert the guidewire into the ventricle, checking again for wire entanglement. The tf training manual also provides guidance for valve crossing and wire exchange: exchange 0.035¿ amplatz extra-stiff wire with pre-shaped distal end in left ventricle. Ensure guidecath is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae. In this case, the initial bav procedure resulted in severe aortic regurgitation, severe mitral regurgitation and hypotension. Further intervention (pcps) was required in order for the patient¿s bp to recover. In this case, procedural factors (bav procedure), in addition to patient factors (moderate valvular calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by out edwards lifesciences affiliate in (B)(4), during a tavr procedure, post balloon aortic valvuloplasty (bav), severe aortic regurgitation (ar) and mitral regurgitation (mr) were observed. During the procedure, bav was performed with an edwards 25mm bav balloon. Despite multiple attempts, effective bav could not be performed. The balloon kept slipping to the left ventricular (lv) side or to the aortic side. An edwards 23mm bav balloon was then used to successfully perform bav. Post bav, the calcified native aortic valve was ¿kept open¿ and severe ar and mr were observed. The patient¿s systolic blood pressure also did not recover and remained in the 30¿s mmhg. Cardiac massage and percutaneous cardiopulmonary support (pcps) were initiated. Bav was then repeated, using rapid ventricular pacing (rvp), with the 25mm bav balloon to determine the volume needed for the valve deployment. After rvp was stopped, ventricular fibrillation (vf) occurred and defibrillation was performed. A 29mm sapien xt valve was then deployed with 3ml less than nominal volume, in a final acceptable 80:20 aortic/ventricular (a/v) position. Post valve deployment, the patient developed complete av block and temporary pacing was initiated. Post deployment tee indicated mild paravalvular leak (pvl) and post dilation was performed with an additional 3ml (nominal) of volume, reducing the pvl to ¿less than mild¿. The patient¿s hemodynamics stabilized and pcps was weaned off upon closing the access site. The patient was transferred in stable condition with the temporary pacer in place. Post procedure, the patient was monitored. The complete av block resolved and a permanent pacemaker was not required. The native annulus measured 676mm2 by pre-operative CT and 22mm x 30.9mm by tee. Moderate valvular calcification and no aortic root calcification was reported. It was perceived that the severe ar was due to the bav of the calcified native valve. It was speculated that the severe mr was due to the ar.